Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with total abdominal hysterectomy, r. Oophorectomy, cystocele repair with midline placation of defect, and cystoscopy due to sui and cystocele. Following insertion, the patient experienced pain, erosion, urinary and bowel problems, dyspareunia, recurrence, infection, neuromuscular problems and other injuries. On (B)(6) 2006, the patient had pelvicol acellular collagen matrix implanted. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2006 and pelvicol acellular collagen matrix was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.